Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was a leak from the valve and from around the deflection knob of the sheath. This occurred while the user was having difficulty introducing the cryoablation catheter into the sheath. The sheath and cryoablation catheter were replaced and the procedure was completed. There were no patient symptoms or complications related to the event.